Event description:
The patient reported she feels the plunger on her insulin infusion device is not pushing the insulin properly as she thinks it is getting stuck. She stated she starts feeling agitated, sick to her stomach, and has a headache. She then checks her blood glucose readings and they are in the 500 mg/dl range. She stated her normal blood glucose range is 80-200 mg/dl. The patient stated she removes the cartridge and tries to push on the plunger which will not move. She stated she then changes the insulin cartridge and either boluses or gives herself an insulin injection to correct her high blood glucose readings. She stated she doesn't have any of the used cartridges to return but she does have 4 unused cartridges. She stated this has only happened a "couple of times" and not every cartridge does this. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.